Event description:
A baxter sales representative reported to baxter corporate product surveillance of a clearlink duo-vent continu-flo set in which no flow occurred. According to the report, as the nurse went to connect a secondary set to the primary at the upper y-site, they were not able to establish flow of an unknown chemotherapy drug. Before attempting to connect, they were able to prime both the primary and the secondary. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found.